Event description:
The insulin pump was returned with no complaint.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed the self test, error test, rewind, prime test, excessive no delivery test and displacement test. However, the insulin pump alarmed motor error during the basic occlusion test due to a loose motor support disk. Unable to perform the occlusion test due to the motor error alarms. The motor was tested outside of the device and it passed.